Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented to the ER a few days after implant with influenza like symptoms. A chest x-ray confirmed lead perforation of the pericardium. When repositioning was unsuccessful, the lead was explanted and replaced. The patient is in stable condition.